Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No sample was provided for investigation. The visual examination of the provided picture shows a longest scar incision than the navel and the skin appears to present an elliptic redness all around the navel. Redness area dimensions could not be determined without any scale. Without the sample a detailed investigation could not be performed. The lot number originally provided, lot #pqk0628x, is not a valid lot number. As no valid lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with qa specifications for all product lots prior release to market. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a laparoscopic robotic ventral hernia repair procedure. The mesh was being placed over the defect. The mesh was fixated with suture. There was temporary injury as a result of the event. Nine days post operation, the patient had an allergic reaction. There was redness to the skin where the mesh lie's underneath and the patient was pretty sick. The patient had a fever. The patient received antibiotics and that did not help. The surgeon then gave the patient steroids and that helped. There was no evidence of bowel injury on the CT and the incisions were fine. The patient has no known allergies. The patient status is alive, no injury. The current patient status is improving with steroid treatment.